Event description:
Patient reported insulin leaking at the connection of the infusion set to the adapter. He indicated that the infusion set did not appear to be separated. Patient experienced elevated blood glucose in the high 500's mg/dl. He indicated that he had poor manual dextarity and would tighten the tubing with his teeth. Patient reported administering an insulin injection, taking potassium, and changing the adapter to address the issue. He indicated that as a result of the elevated blood glucose, he felt ill. Company representative requested a trainer visit the patient. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.